Event description:
It was reported, the device was given to a post operative patient. The patient reported when she tried to use the device, a small piece of plastic came from the device into her mouth. No patient injury reported. No further information available.

Manufacturer narrative:
Device sample unavailable. Investigation report not available at time of this report.